Manufacturer narrative:
Depuy still considers this investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 3/25/2013- ppd and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2012 for an asr recall and implanted with a pinnacle system. The cup and femoral head were revised. The cup and has already been reported on (B)(6). The stem reported on this wpc was actually revised on (B)(6) 2009 and belongs to wpc (B)(6). The lot number for the femoral implant and taper sleeve are being updated. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy asr hip implant on her right side. Patient experienced pain, swelling, soreness, difficulty walking, and decreased mobility. There is no mention of revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.